Event description:
It was reported by customer biomed, while in use, the device shut down. Customer stated the remote alarm cable was in use and the vent did alarm-error 100a. Furthermore, customer stated the cable is coming loose from the da board and will not latch. This prompted biomed to reach out to philips technical support. Per case notes: remote service engineer (rse) provided part ID for new cable( da pcba to mc pcba). Days later, biomed reached back out to rse sharing he was able to successfully get cable to latch into the da board, ran a full post-verification test (pvt) which passed and device has been successfully placed back into service. There were no reports of patient/user harm or injury.